Manufacturer narrative:
New datalogs have been received from the customer. The datalogs are currently under investigation.

Event description:
According to the complaint, the customer experienced a false low creatinine result of 15 ¿mol/l. Reference measurements performed on blood samples from the patient gave results of 181-202 ¿mol/l. The patient was diagnosed with necrotic bowel syndrome, why the customer concludes that the creatinine result is expected to be high. No reports of death or serious injury resulting from the reported false low creatinine result was received. According to the complaint, the concerned patient died, but the death was unrelated to the reported false low creatinine result.

Manufacturer narrative:
The new data logs were investigated. Unfortunately, radiometer has not been able to find the root cause to the creatinine result of 15 ¿mol/l. There are no signs from the analyzer of any kind indicating that the analyzer have measuring issues.